Event description:
A report was received that the patient was experiencing an excruciating pain in her back when the stimulation was on. Facet injection was administered by the physician. The patient underwent a lead revision wherein the leads were relocated. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.